Event description:
The customer was taken to the emergency room because her glucose meter was giving her readings of hi. The customer ate something when she got to the emergency room and their meter read 99 mg/dl. The customer stated that she may have been experiencing low blood glucose levels, not high. The customer also stated that she was given a steroid injection the previous week, which she was told would affect her blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer was transferred to one touch for troubleshooting on her glucose meter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.